Event description:
Reportedly, the instrument was used to staple across the stomach and when fired it did not release any staples. When the surgeon opened the jaws the white pin pusher and the pin broke away from the instrument. When the jaws were released from the tissue some of the tissue was torn and the staples were only half dislodged from the jaws. Procedure: roux-en-y. Pt sex: unk.